Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a "memory full" warning message. A device, in this fault mode, if undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on(B)(6) 2011 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The recorded temperature at the time of the self test fails was sub zero indicating the device was not being adequately protected from adverse environmental conditions. The problem with the device was attributed to a fault in the membrane. The root cause of the problem is likely to be the exposure to extremely low temperatures. This is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.